Event description:
It was reported that a patient underwent a minimally invasive operation l5/s1 with an interbody device. Approximately 1.5 years post-op, it was discovered that 2 screws were broken. The patient underwent a revision surgery to remove and replace the construct.

Manufacturer narrative:
(B)(4). A review of the device history records for this device was not possible without additional device information. The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.